Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at the end of a total knee arthroplasty the physician's assistant was trying to pry open the tasp system by leveraging on the shim to get it out. The tasp top fractured. The patient was not impacted as the procedure was already completed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspections show signs of repeated use and the dovetail feature of the device is cracked and flared. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to misuse as the pa didn¿t know how to take the tasp system apart and levered on the shim to get it out and broke the tasp top. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.